Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that regarding the fistula at the puncture site, a fluid leakage occurred and it was treated by the physician.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that rx images were taken and fistula formation in the puncture site occurred. There were no known factors that may have led or contributed to the issue. The complete catheter was explanted during a revision. The date of explant was unknown. The pump remained implanted in the pocket and in service, in minimum flux. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2025. The catheter was discarded by the healthcare provider. The patient's age at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0231030182, implanted: (B)(6) 2025, explanted: unknown, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.